Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. The production code/lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00552 and 3013394970-2017-00553. -

Event description:
The following event was reported in vascular and endovascular surgery 2016, vol. 50(8) 541-546. The patient had a history of hypertension, hyperlipidemia, coronary artery disease, diabetes, and peripheral vascular disease. She underwent lower extremity angiography via right cfa access and was found to have chronic total occlusion (cto) of bilateral superficial femoral arteries (sfas). Hemostasis of the right femoral arteriotomy site was obtained with angio-seal. Four hours following the procedure, she developed right leg numbness and tingling. Physical examination revealed nonpalpable right pedal pulses and weak doppler signal. The patient was taken back to the catheterization laboratory. Left cfa access was obtained and iliofemoral angiogram was performed via a pigtail catheter positioned in the distal aorta. It revealed a hazy lesion in the right cfa. A 7f, 45 cm sheath was advanced into the right cfa. Selective angiography of the right leg revealed a new severe and hazy occlusion at the prior access site in the right cfa. Since she had a right mid-sfas cto, we advanced a spiderfx filter (covidien) into the profunda for embolic protection. Then a turbohawk lsm atherectomy catheter (covidien) was advanced to the proximal edge of the lesion and directional atherectomy was performed with 12 passes at operator-directed planes. Finally, the lesion was treated with a 6.0 x 40 mm2 balloon that was inflated to 4 atm. There was a minimal residual haziness, with no significant stenosis at the end of procedure. Her numbness and tingling resolved at the end of the case. Examination of the atherectomy debris from turbohawk nosecone and spiderfx revealed pieces of angio-seal collagen plug, suture material, and atherosclerotic plaque. Specifically, the suture material was found in the spiderfx, which we assume was introduced into the artery during angio-seal deployment and was cut off from the arterial wall by turbohawk. Nine months later, when she presented for treatment of left sfas restenosis, repeat angiography revealed a patent right cfa with mild stenosis at the site of the previously treated segment. Thirty-six months later, she had a patent right cfa on repeated angiography.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.